Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as red sores under the te pads. There was no alleged device malfunction contributing to the irritation. The patient¿s nurses are treating the skin irritation. Follow up indicated that the skin irritation improved.